Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and is stuck in the rewind sequence. The customer's blood glucose reading was 48 mg/dl at the time of incident and treated with food. Troubleshooting explained the possible cause of the alarm and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer however, indicated that they are already using their back up plan. Customer was also advised that the device would be replaced and to return the product for analysis. No low blood glucose troubleshooting was performed.